Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for a patient sample that was not released out of the lab. The following data was provided: (B)(6) 2026 patient d initial result = 200 meq/l, repeat result = 141 meq/l, 139 meq/l. No impact to patient management was reported.